Manufacturer narrative:
Results: bd received sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer¿s indicated failure mode for loose cap with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the cap of the bd vacutainer® tube with dipotassium edta was looser than usual. No serious injury or medical intervention reported.